Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. The device is giving message that "calibration is required" and pump will not work. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. The reported issue of the syringe device having issues with the plunger detect sensors getting stuck could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue of the syringe device having issues with the plunger detect sensors getting stuck could not be determined; no product or device logs were returned. A review of the device history record showed the device had a manufacture date of (B)(6)2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that stuck plunger, cleaned flag plunger. Replaced carriage fpc, carriage block assembly, front cover, rear case, left/right handle, barrel clamp, left/right iui, left iui seal, right iui gasket, flange gripper, wiper seal, top disk holder, and tube drive arm. Syringe gripper recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10aug2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to echanical failure of the plunger detector sensor. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. The device is giving message that "calibration is required" and pump will not work. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe device has issues with the plunger detect sensors getting stuck. The device is giving message that "calibration is required" and pump will not work. No additional information was provided. There was no patient involvement.